Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
The surgeon's assistant reported that during a cataract surgery, the pt experienced a corneal burn during the sculpting phase of the phacoemulsification. The anterior chamber collapsed and it resulted in intraoperative hypotony and iris prolapse. Sutures were required to close the main incision and complete the surgery. A surgery for the suture removal is planned. The corneal burn resulted in corneal opacity.